Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Follow up attempts to obtain additional information pertaining to event details and product identification are in process. Should additional information be received, biomet will forward a supplemental report to the FDA.

Event description:
Legal counsel for patient reported patient underwent total hip arthroplasty on (B)(6) 2010. Legal counsel for patient reported patient allegations of pain and difficulty walking. No revision has been reported to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.